Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further provided that the representative confirmed during the last visit that the health care professional had no more information regarding this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient in belgium who received morphine 10 mg/ml at a dose of 1 mg/day via an implantable pump. Pump report noted morphine 10000.0 mcg/ml at a dose of 999 mcg/day and clonidine 500,0 mcg/ml at a dose of 49,97 mcg/day. On (B)(6) 2017 during normal use the patient experienced withdrawal symptoms. The n¿vision showed a discrepancy between the pump volumes. For the n¿vision was still 12 ml in the pump. However, the physician could not aspirate any medication out of the pump. The logs were checked and there were no anomalies in the logs. The physician performed a catheter study which good flow was confirmed. An external pump was used temporarily. The patient was in observation in the hospital. The pump was refilled and started again. Regarding any environmental, external, or patient factors that might have led or contributed to the event, it was reported that there were unknown factors at this point. At the time of the report it was unknown if the issue was resolved and the patient status was reported as alive-no injury. The pump and catheter remained implanted and in-service. Surgical intervention was not planned at this time. No further complications were reported/anticipated.